Manufacturer narrative:
Date it was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted in order to treat stress urinary incontinence. It was reported that the patient experienced pain, erosion, infection, recurrence, bleeding, and dyspareunia. It was reported that the patient underwent excision of eroded mesh on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional patient codes: (B)(4) - urgency, (B)(4) - frequency additional narrative: it was reported that following insertion the patient experienced urgency and frequency.